Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the deflectable videoscope exhibited video image was not displayed. The event occurred during the therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, h3, h4, h6. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the image sensor unit (disconnection, etc.) Due to usage stress, external factors, or handling, or a malfunction of the electrical board components (ic chip, capacitor, etc.). In addition, the following reportable malfunctions were identified during the device evaluation: b31 scope communication error occurred due to damage to the imaging unit and video connector. The event can be detected/prevented by following the instructions for use which state: we have confirmed that the inspection method for this issue is described in the ltf-s190-5/10 instruction manual, operation section, ¿chapter 3, preparation and inspection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.